Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('perforation uterus'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, breakage, perforation uterus, migration, abdominal pain, dyspareunia (painful sexual intercourse), vag. Infect and vag. Discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage'), uterine perforation ('perforation uterus/ perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and embedded device ('migration/migration of essure ¿ endometrium/myometrium,') in a 27-year-old female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, gravida, ovarian cyst ruptured, lower abdominal pain, follicular cyst of ovary and mass. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluoxetine, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (nsaid-k), paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vag. Infect./ infection ¿ vaginal,"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy surgery). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, embedded device, psychological trauma, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, breakage, perforation uterus, migration, abdominal pain, dyspareunia (painful sexual intercourse), vag. Infect and vag. Discharge insertion details:- on the right there were two trailing coils. On the left there were eight trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2013: surgical pathology report: final diagnosis: morcellated uterus, laparoscopic, supracervical hysterectomy: endometrium with weakly secretory pattern. Myometrium unremarkable. Uterine serosa unremarkable. Bilateral fallopian tubes without significant histopathologic abnormalities. Bilateral cystectomy, biopsy: ovarian stroma with focal luteinization, suggesting benign follicular cyst.. Ultrasound pelvis - on 09-may-2013: has essure. Retroverted uterus wnl size and texture. Several scattered microcalcifications in the myometrium. Endometrium 0.65 cm wnl. Essure coils are seen coming into the endometrium from both the right and left fallopian tubes. The right ovary contains a 4.3 x 3.5 cm septated complex cystic mass. Left ovary unremarkable. Free fluid noted in the cul-de-sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abdominal pain, uterine perforation, dyspareunia, vaginal discharge, pelvic pain. Lot number: a33561 manufacturing date: 2012/07 expiration date: 2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added event fallopian tube perforation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage'), uterine perforation ('perforation uterus/ perforation (uterus)') and embedded device ('migration/migration of essure ¿ endometrium/myometrium,') in a 27-year-old female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, gravida, ovarian cyst ruptured, lower abdominal pain, follicular cyst of ovary and mass. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluoxetine, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (nsaid-k), paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vag. Infect./ infection ¿ vaginal,"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy surgery). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, embedded device, psychological trauma, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, breakage, perforation uterus, migration, abdominal pain, dyspareunia (painful sexual intercourse), vag. Infect and vag. Discharge insertion details:- on the right there were two trailing coils. On the left there were eight trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2013: surgical pathology report: final diagnosis: morcellated uterus, laparoscopic, supracervical hysterectomy: endometrium with weakly secretory pattern. Myometrium unremarkable. Uterine serosa unremarkable. Bilateral fallopian tubes without significant histopathologic abnormalities. Bilateral cystectomy, biopsy: ovarian stroma with focal luteinization, suggesting benign follicular cyst.. Ultrasound pelvis - on 09-may-2013: has essure. Retroverted uterus wnl size and texture. Several scattered microcalcifications in the myometrium. Endometrium 0.65 cm wnl. Essure coils are seen coming into the endometrium from both the right and left fallopian tubes. The right ovary contains a 4.3 x 3.5 cm septated complex cystic mass. Left ovary unremarkable. Free fluid noted in the cul-de-sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abdominal pain, uterine perforation, dyspareunia, vaginal discharge, pelvic pain. Lot number: a33561 manufacturing date: 2012/07 expiration date: 2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received. Outcome of abnormal vaginal bleeding was updated. Essure removal surgery was updated. Event genital hemorrhage made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage'), uterine perforation ('perforation uterus/ perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and embedded device ('migration/migration of essure ¿ endometrium/myometrium,') in a 27-year-old female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, gravida, ovarian cyst ruptured, lower abdominal pain, follicular cyst of ovary and mass. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluoxetine, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (nsaid-k), paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain ("physical pain/ pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vag. Infect./ infection ¿ vaginal,"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression / psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy surgery). Essure was removed on (B)(6)2013. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, embedded device, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, breakage, perforation uterus, migration, abdominal pain, dyspareunia (painful sexual intercourse), vag. Infect and vag. Discharge. Insertion details: on the right there were two trailing coils. On the left there were eight trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6)2013: bilateral occlusion. Pathology test - on (B)(6)2013: surgical pathology report: final diagnosis: morcellated uterus, laparoscopic, supracervical hysterectomy: endometrium with weakly secretory pattern. Myometrium unremarkable. Uterine serosa unremarkable. Bilateral fallopian tubes without significant histopathologic abnormalities. Bilateral cystectomy, biopsy: ovarian stroma with focal luteinization, suggesting benign follicular cyst. Ultrasound pelvis - on (B)(6)2013: has essure. Retroverted uterus wnl size and texture. Several scattered microcalcifications in the myometrium. Endometrium 0.65 cm wnl. Essure coils are seen coming into the endometrium from both the right and left fallopian tubes. The right ovary contains a 4.3 x 3.5 cm septated complex cystic mass. Left ovary unremarkable. Free fluid noted in the cul-de-sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abdominal pain, uterine perforation, dyspareunia, vaginal discharge, pelvic pain. Lot number: a33561 manufacturing date: 2012/07 expiration date: 2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage'), uterine perforation ('perforation uterus/ perforation (uterus)'), embedded device ('migration/migration of essure ¿ endometrium/myometrium,') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, gravida, ovarian cyst ruptured, lower abdominal pain, follicular cyst of ovary and mass. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluoxetine, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (nsaid-k), paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vag. Infect./ infection ¿ vaginal,"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, embedded device, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, breakage, perforation uterus, migration, abdominal pain, dyspareunia (painful sexual intercourse), vag. Infect and vag. Discharge insertion details:- on the right there were two trailing coils. On the left there were eight trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2013: surgical pathology report: final diagnosis: morcellated uterus, laparoscopic, supracervical hysterectomy: endometrium with weakly secretory pattern. Myometrium unremarkable. Uterine serosa unremarkable. Bilateral fallopian tubes without significant histopathologic abnormalities. Bilateral cystectomy, biopsy: ovarian stroma with focal luteinization, suggesting benign follicular cyst.. Ultrasound pelvis - on (B)(6) 2013: has essure. Retroverted uterus wnl size and texture. Several scattered microcalcifications in the myometrium. Endometrium 0.65 cm wnl. Essure coils are seen coming into the endometrium from both the right and left fallopian tubes. The right ovary contains a 4.3 x 3.5 cm septated complex cystic mass. Left ovary unremarkable. Free fluid noted in the cul-de-sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abdominal pain, uterine perforation, dyspareunia, vaginal discharge, pelvic pain. Lot number: a33561 manufacturing date: 2012/07 expiration date: 2015/07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage'), uterine perforation ('perforation uterus/ perforation (uterus)'), embedded device ('migration/migration of essure ¿ endometrium/myometrium,') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (batch no. A33561) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, vaginal delivery, ovarian cyst ruptured, lower abdominal pain, follicular cyst of ovary and mass. Concomitant products included docusate sodium (colace), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluoxetine, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (nsaid-k), paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vag. Infect./ infection ¿ vaginal,"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, embedded device, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, breakage, perforation uterus, migration, abdominal pain, dyspareunia (painful sexual intercourse), vag. Infect and vag. Discharge insertion details:- on the right there were two trailing coils. On the left there were eight trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2013: surgical pathology report: final diagnosis: morcellated uterus, laparoscopic, supracervical hysterectomy: endometrium with weakly secretory pattern. Myometrium unremarkable. Uterine serosa unremarkable. Bilateral fallopian tubes without significant histopathologic abnormalities. Bilateral cystectomy, biopsy: ovarian stroma with focal luteinization, suggesting benign follicular cyst.. Ultrasound pelvis - on (B)(6) 2013: has essure. Retroverted uterus wnl size and texture. Several scattered microcalcifications in the myometrium. Endometrium 0.65 cm wnl. Essure coils are seen coming into the endometrium from both the right and left fallopian tubes. The right ovary contains a 4.3 x 3.5 cm septated complex cystic mass. Left ovary unremarkable. Free fluid noted in the cul-de-sac.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abdominal pain, uterine perforation, dyspareunia, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding vaginal, menorrhagia, depression and mental anguish were newly added. Patient demographic information updated. Other relevant history and lab data updated. Lot number newly added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('perforation uterus'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation, device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, breakage, perforation uterus, migration, abdominal pain, dyspareunia (painful sexual intercourse), vag. Infect and vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: events per pfs: breakage, perforation uterus, migration, gen. Abnormal. Bleed, abdominal pain, dyspareunia (painful sexual intercourse), psych injury, vag. Infect and vag. Discharge were added. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), gen. Abnormal. Bleed, vag. Infect and vag. Discharge were resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.